Manufacturer narrative:
This report is being submitted to provide the results of the legal final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent connector pin. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issues occurred due to a bent connector pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when different camera heads are connected to the subject device, the video is either not displayed or appears fuzzy. The issue was discovered during setup/inspection prior to use. There were no reports of patient harm.